Manufacturer narrative:
The esu, bipolar adapter, and footswitch were returned and thoroughly inspected/tested. The system was found to be functioning as intended. The evaluation on the esu included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. The adapter and footswitch were also found to be functioning as intended. The evaluation of the adapter included a technical safety check. In conclusion, no equipment problem was found that would have caused or contributed to the event. To further address the issue, additional in-service work was being planned with the involved staff at the medical center. The account is being made aware of the findings. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
A representative from another medical company (richard wolf medical instruments corporation) reported that the electrosurgical unit (esu/generator) was involved in an incident. During a bipolar transurethral resection of the prostate (turp), one of the nurses touched the head of the patient and was shocked. Nurse reported losing hearing for a while. (B)(4).